Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances/manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve the surgeon went to fire the green reload and it fired the blade but did not lay down staples. The tissue was bleeding so he sutured to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Additional information this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: at the 20:40 mark the device is inserted through the trocar with buttressing material around the anvil and channel and a black reload. At the 21:04 mark the device is clamped over the tissue. At the 21:57 mark the device is opened, and the tissue is released. Tissue cut and staple formation appear to be as intended. At the 22:47 mark the device is inserted once again, with buttressing on the anvil and channel and a green reload. At the 23:14 mark it is clamped over the tissue at the end of the first staple line and fired at the 24:10 mark at the 24:14 mark the device is removed and bleeding is observed, along with unformed staples at the reloads distal end, left side in the video. The right side of the staple line is fully formed. The excess of buttressing is removed and the tissue was sutured. At the 40:57 mark a device is again introduced with buttressing material and a gold reload. At the 41:30 mark the device is clamped over the tissue and fired at the 42:08 mark. At the 42:15 mark the tissue is released, cut and staple formation is achieved. At the 44:40 mark a device is once again introduced, with buttressing material and a blue reload. It is fired at the 46:33 mark, tissue cut, and staple formation is achieved. At the 49:16 mark a device is introduced, with buttressing material and a blue reload, the device is faired and removed at the 51:47 mark. Cut and staple formation are achieved. At the 52:48 mark a device is introduced, with no buttressing material and a blue reload. Fired at the 53:09 mark and removed at the 53:16 mark. Finally, tissue is reinforced with a suture. Based on the video review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x95d3h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2022. D4: batch #959a15. Investigation summary: according to the information received the psee60a device, would not staple and hemostasis controllable. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the left side fully fired, the right side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 959a15, and no non-conformances were identified.